Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 13-jan-2023. H6: investigation summary one used sample model #2420-0500 was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was primed with water and an infusion run was performed at a rate of 125 ml/hr for 1 hour. No bulge in the silicone segment was observed. The customer complaint that ballooning in the silicone segment was unable to be replicated. The root cause could not be determined because the issue could not be replicated. A device history record review could not be performed because a lot number was not provided by the customer. H3 other text : see h10.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set tubing ballooned just below the pumping segment while infusing vancomycin, and while checking the clamp, it was found it had been closed, rendering it defective. The following information was provided by the initial reporter: "today while onsite at xxxxxxx it was brought to the attention of our bd team that a nurse stated she had an IV set which ballooned just below the upper fitment on the pumping segment of a primary IV administration set #2420-0500. It was a primary intermittent infusion of vancomycin. The infusion was started in the emergency room and ran for maybe a minute before transport came to transfer the patient to the 2nd floor observation unit. The ER nurse stated he loaded the set properly from top to bottom however the patient was rather active which resulted in several pt-side occlusion alarms once the infusion began. The nurse also stated just before the patient left the emergency room, he paused the infusion. On admission to the observation unit the device was alarming according to the receiving nurse. She could not recall the alarm the device displayed. She did however state that she noticed that the tubing extending from above the pump did not look right and she noticed the roller clamp below the pump had been closed. When she opened the alaris pump module door, she noticed the ballooning just below the upper fitment on the pumping segment."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set tubing ballooned just below the pumping segment while infusing vancomycin, and while checking the clamp, it was found it had been closed, rendering it defective. The following information was provided by the initial reporter: "today while onsite at xxxxxxx it was brought to the attention of our bd team that a nurse stated she had an IV set which ballooned just below the upper fitment on the pumping segment of a primary IV administration set #2420-0500. It was a primary intermittent infusion of vancomycin. The infusion was started in the emergency room and ran for maybe a minute before transport came to transfer the patient to the 2nd floor observation unit. The ER nurse stated he loaded the set properly from top to bottom however the patient was rather active which resulted in several pt-side occlusion alarms once the infusion began. The nurse also stated just before the patient left the emergency room, he paused the infusion. On admission to the observation unit the device was alarming according to the receiving nurse. She could not recall the alarm the device displayed. She did however state that she noticed that the tubing extending from above the pump did not look right and she noticed the roller clamp below the pump had been closed. When she opened the alaris pump module door, she noticed the ballooning just below the upper fitment on the pumping segment."